Event description:
Caller reported an error with their continuous glucose monitor, designated as cgm error 42. There was no adverse impact on the customer's blood glucose level. Technical support guided the caller through a pump reset, which resolved the issue, allowing the caller to successfully start their sensor session without further error.